Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was provided.

Event description:
It was reported that on (B)(6), 2008 the patient underwent a lumbar discography at l3-l4, l4-l5, and l5-s1. It was reported that on (B)(6), 2009 the patient underwent a retroperitoneal approach for l5-s1 anterior lumbar interbody fusion, bilateral discectomy at l5-s1, placement of cage with bmp in the interspace of l5-s1, the anterior column arthrodesis at l5-s1, and the anterior lumbar plating and placement of anterior lumbar locking plate at l5-s1. It was reported that the patient now suffers from chronic pain syndrome, back pain, herniated bulging discs, allergic reaction, and narcotic dependence.

Manufacturer narrative:
Two different implant dates have been reported to the manufacturer ((B)(6)). Without medical records the manufacturer is unable to determine the definitive implant date therefore we are reporting both implant dates received. Concomitant medical products: cage (implant (B)(6) 2008). Two different facilities have been reported to the manufacturer ((B)(6)). Without medical records the manufacturer is unable to determine the definitive facility therefore we are reporting both facilities as the potential facility. (B)(4).

Event description:
It was reported that the patient underwent a lumbar discograghy at l3-l4, l4-l5, and l5-s1, utilizing rhbmp-2/acs and a lt cage. Reportedly, the patient suffers from chronic pain syndrome, back pain, herniated bulging discs, allergic reaction, bulging discs, mu sculoskeletal injury, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.